Manufacturer narrative:
The patient's vessel was a 5.0m and the physician selected a 6.00mm diameter stent. The IFU directs the physician to select a stent 5.0mm for stent for a 5.0mm vessel. The supera stent can elongate if the correct stent size is not used. This physician had not been trained on the use of the device. The user has not yet responded to attempts to obtain the patient's weight.

Event description:
The physician selected a stent that was reported to be too large (diameter) for the intended vessel which resulted in the stent elongating. A cut down was necessary to remove the stent and a femoral-popliteal bypass.